Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced incision drainage, vac placed, recurrence repair, pain, adhesions, and infections. After treatment, the patient experienced excision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess, recurrence, pain, adhesions, infections, and open wound. Post-operative patient treatment included incision and drainage of abscess, wound vac, and excision of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric incisional hernia. It was reported that after implant, the patient experienced abscess, recurrence, pain, adhesions, infections, open wound, mesh migration, purulent material, mesh partially unincorporated. Post-operative patient treatment included incision and drainage of abscess, wound vac, and excision of mesh.